Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, pelvic pain and cystocele and mesh was implanted. It was reported that following insertion, the patient experienced pain, bleeding, infection, urinary/bowel problems and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04642. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent mesh revision on (B)(6) 2010 and had a cholecystectomy and liver biopsy on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also reported that the patient underwent open repair of incarcerated ventral incisional hernia repair without mesh on (B)(6) 2014. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that following insertion, the patient experienced pain, erosion, extrusion, urinary/bowel problems, bleeding and dyspareunia. The patient had mesh revision 2 years after implant, in 2010.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that patient underwent colorrhaphy, posterior rectocele with or without perineorrhaphy vaginal, removal/revision of mesh or other prostheses for pelvic floor defects on (B)(6) 2015. No additional information was provided.